Event description:
It was reported that the pulse generator gave both a long-charge and a charge-time error message. Technical services reviewed the downloaded data and the fault does appear to be real, and at the time of an expected capacitor reform. The charge timeout indicates the device will be unable to deliver therapy and a prompt replacement is recommended. The device was successfully explanted and replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the pulse generator gave both a long-charge and a charge-time error message. Technical services reviewed the downloaded data and the fault does appear to be real, and at the time of an expected capacitor reform. The charge timeout indicates the device will be unable to deliver therapy and prompt replacement is recommended. The device was successfully explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
During analysis, the charge timeout and long charge error were confirmed in the memory. The pg case was removed and visual inspection of the high-voltage capacitor connections to the hybrid noted no irregularities. All solder joints on the high-voltage capacitors were intact. The high-voltage capacitors were tested to specification both individually and together and all passed testing. The high-voltage capacitors were connected to the circuit and normal charging to a full energy charge was noted. The cause of the charge timeout and long charge errors could not be established.